Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got attached to the scar tissue and tore a whole in the patient's artery. There was no further information on this event. This lead was explanted. No additional adverse patient effects were reported.